Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The inulin pump was tested with test keypad and had no frozen screen noted.

Event description:
The customer called to report a button error alarm. The customer stated that she was attempting to deliver a bolus, and the screen froze. The customer stated that she did not press any button for longer than three minutes. The customer changed the battery three times, but the screen remained frozen with the button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.